Event description:
The user facility reported that the distal end of the run through wire involved fractured during a percutaneous coronary intervention (pci) and was left behind in a coronary stent. The patient was in stable condition. The procedure was successful. There was no patient injury/ medical or surgical intervention required. Additional information was received on 18 may 2022: the end of the run through remained lodged behind the stent. The patient did not present calcifications and/or tortuosity. The procedure was completed successfully with the involved wire.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Ethnicity: requested, not provided. Date of event: (B)(6) 2022, awaiting confirmation from the account for the day of the month. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Please see MDR 2243441-2022-00018 for the importer report on this reported event. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of (B)(4) factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to and to attach the medwatch report. Terumo tmc performed a maude search on 30 jun 2022. Report number 14456224 was found and was confirmed to be of the same reported event; therefore, the maude report has been provided.

Event description:
Additional information was received on 30 jun 2022: the distal tip was located prox internal carotid artery (ica) mid right posterior descending artery (rpda) and it was 100millimeters in length. It was still in the patient and was not retrieved. Additional information was received on 07 jul 2022: terumo medical received a user facility medwatch report 3901330000- 2022-8034. The event description states: during cardiac cath stent procedure, the wire became lodged in the right coronary artery after stent placement. Multiple techniques were used to free the wire and were unsuccessful. The patient was taken to the operating room (or) and a coronary artery bypass graft was performed. The retained wire was removed but a small piece remained.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing records and product-release judgement records of the involved product/lot number combination confirmed that there was not any anomaly in them. Regarding the involved product code/lot number combination, the inspection records of the breakage strength of the tip and the outer diameter, which are included in the shipping inspection items, were reviewed. No anomaly was observed. A search of the complaint file did not find any other similar report with the involved product/lot number combination. Based on the simulation test we conducted in the past, it is known that a break in the wire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire samples (test samples) were trapped at the distal section, and then subjected to one of the forces described below. In all cases, the niti core wire under the platinum coil section was broken, and electron microscopic inspection of the broken section of the niti-core wire obtained the following results: I) apply pulling force in one direction; the broken end of the niti-core wire was deformed in tapered shape. The broken section was oblique and dimple pattern was observed on the broken surface. Ii) apply bending force repeatedly; the broken end of the niti-core wire was curved, and dimple pattern was observed on the broken surface. Iii) apply pulling force to the test sample kept in a loop shape; the broken end of the niti-core wire was curved and deformed in tapered shape. Torsional deformity was observed on the broken surface. IV) apply one-way torque force; the broken end of the niti-core wire was twisted. It is known also that, after the niti-core wire was broken, when the test samples were subjected to withdrawal manipulation, the platinum coils became unraveled and elongated, and when the withdrawal manipulation was continued, the platinum coils became broken off. As one of possible causes of this complaint, the following mechanism was presumed based on the investigation result. With no actual sample available for evaluation, however, the definite cause of occurrence could not be determined. The distal end of the actual sample was trapped due to some factors. The actual sample in that state was subjected to one of the forces described above. As a result, the niti core wire under the platinum coil section was broken off. When the actual sample was exposed to a withdrawal manipulation, the platinum coil was unraveled and elongated. When the actual sample was pulled further, the platinum coil section was broken off. Ashitaka factory assures the quality of this product through extensive inspection and control including the followings: I) 100% visual inspection after the coils and niti core wire fixing process to assure no deformity in the coil segments, ii) 100% outside diameter determination after the assembling process, iii) 100% distal tip tensile strength test in the manufacturing process to assure there is no anomaly in the product strength, IV) distal tip tensile strength test on a sampling basis per product code/lot in the shipping inspection process to assure there is no anomaly in the product strength for future use, please note the following points described in the instructions for use (IFU): "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter."

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the attached maude report. Terumo tmc performed a maude search on 30 aug 2022. Report number 14930415 was found and was confirmed to be of the same reported event, and therefore the maude report has been provided.